Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 10/30/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of >9.0 on a 60 year old male patient who presented with cardiogenic shock / tachycardia. There was no additional patient information available at the time of this report. Results from (B)(6) 2014: 16:15 hospital 1 main lab (instrument unknown): k= 4.7; 18:24 air medical transport (no retest) I-stat: k= >9.0 (patient received IV cacl2); 19:20 hospital 2 main lab (instrument unknown): k= 4.7 (sample collected from arterial line). The patient was administered cacl2 based on the I-stat results, however there were no injuries reported with this event. The customer reported the sample was whole blood and visual inspection during transport determined it was not hemolyzed. The investigation is underway.